Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and active current measurement test. However, it failed sleep current measurement test and self-test. Pump error 75 alarmed during self-test and was confirmed due to moisture damage. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, vibrator harness assembly, and motor. Successfully downloaded firmware using thus. Force sensor zero offset is within specification 24.1mv. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, damaged display window cover, cracked case, end cap address label missing, and corroded battery tube. Critical pump error (open book image) alarm not confirmed. Pump exposed to moisture confirmed at pcba 1, pcba 2, force sensor, vibrator harness assembly, and motor. Unexpected battery power loss confirmed due to moisture damage on pcba 1, pcba 2, force sensor, vibrator harness assembly, and motor. Pump error 75 confirmed due to moisture damage on pcba 1, pcba 2, force sensor, vibrator harness assembly, and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had open book image on the insulin pump screen. Customer stated that insulin pump was exposed to water. No harm requiring medical intervention was reported. The device will be returned for analysis.